Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was whiting and it was exposed to water. It was beeping and also had a crack. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with cracked case (battery tube) and cracked battery tube threads. Device received with blank flashing white display with intermittent beep alarm due to corroded electronic assemblies. Device received with corroded motor home switch. Unable to perform functional testing including self test, sleep current measurement, active current measurement and displacement test or verify missing segments/partial display due to display anomaly.